Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime. All cs162 warnings were associated with cartridge change and non-primed pump after the pump rebooted. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump¿s ez-prime steps were performed correctly with no cs162 warnings occurring during the investigation. The pump was opened and no intermittent condition was found to the force sensor components. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).